Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: corrected data: updated. Date on initial medwatch (mw) must have been reported as (B)(6) 2018 instead of (B)(6) 2018. Date on initial mw must have been reported as (B)(6) 2018 instead of (B)(6) 2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Date of event reported as (B)(6) 2018. It is unknown if it is the date of implant or date the device malfunction was noted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient age was reported as between 9-11 years old. This report is for one (1) unknown maxframe(tm) quick adjust strut. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. This report is for one (1) unknown maxframe(tm) quick adjust strut. PMA/510(k) number is not available. Patient code (B)(4) used to capture additional medical/surgical intervention required. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported patient underwent an open reduction internal fixation (orif) for bilateral tibia fractures on unknown date utilizing the maxframe (multi-axial correction system) system. On unknown date post-operative, surgeon reports that the maxframe quick adjust struts are un-clicking and moving off of the correct strut numbers. Surgeon suspects this is due to patient¿s movement in bed. Surgeon recommended that in the short term, all quick adjust gray clickers be placed toward the leg. Possibly, this will fix the problem. Surgeon thinks he will need a mechanism of locking the strut going forward. Patients parents report strut self-movement on a daily basis. This report is for one (1) unknown maxframe(tm) quick adjust strut this is report 1 of 1 for (B)(4).